Event description:
Pt underwent percutaneous transluminal angiography. Sheath could not be withdrawn. Pt had a 95% stenotic lesion in the proximal lad. Stent was used. Pt was discharged from the hosp on 11/10/95 with no reported ill effect related to the incident.